Event description:
It was reported that the pt experienced a return of symptoms. The refill date was missed and the volume in the pump was below the recommended volume to maintain adequate infusion. Telemetry confirmed a critical alarm occurred due to the zero ml reservoir volume had been reached. The pt resides in a nursing home and the hcp stated "the alarm was not loud enough to be heard in a nursing home setting and did not sound continually". Following flow rate calculations, it was determined that the pump had been dry for 12 days. No specific symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.